Event description:
Follow up information was received on 21-sep-2024: the events off label use of device and product preparation issue were added. A hybrid of radiesse and belotero intense was used (product preparation issue, off label use of device) in the treatment in the malar area with cannula and then rhino-modeling was performed. On 19-sep-2024, reported as 24 hours after the radiesse injection, the patient felt paresthesia in the upper lip area, an area of blanching and when she was consulted it was observed that the case was a vascular blockage. Emergency protocol was started with hyaluronidase every hour, clexane, oral and systemic antibiotic therapy, corticoid therapy, iruxol, ibuprofen, aspirin, diltiazem, pentoxifylline and the patient was monitored daily for a week until the physician verified that she was out of danger. In september 2024, the patient remitted. Due to the provided information, the outcome of the event vascular occlusion was considered as resolving (changed from unknown). The physician commented that excess product was injected with a needle in a final touchup which was reported as a possible cause of the vascular blockage.

Event description:
This spontaneous report was received from a spanish physician and concerns a 60-year-old female patient. She was injected with radiesse (2 times), on (B)(6) 2024. Batch number was reported as unknown. The second radiesse injection was into the nose (intentional device misuse). The patient was concomitantly injected with belotero intense, on (B)(6) 2024. A cannula was used. In (B)(6) 2024, after the radiesse injection, the patient experienced upper lip hypoesthesia, and the cheek skin was getting dark. Also, the left side of the lip was getting an edema. As reported, the patient experienced vascular occlusion (also reported as the physician was afraid that a vascular occlusion occurred). The physician clarified that no procedure was performed into the lips. The physician gave the patient 250 mg of salicylic acid since the first day (ambiguously reported as tuesday) and informed that he was going to apply hyaluronidase and trogon into the cheek. The outcome of the events was unknown.

Manufacturer narrative:
This case was assessed as reportable to the FDA, as the event vascular occlusion, was deemed to meet the serious criteria of required intervention to prevent permanent damage. The device history record for radiesse injectable implant could not be reviewed, as the lot number was not reported.